Event description:
A trilogy o2 ventilator was returned to the manufacturer for routine preventative maintenance. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer¿s complaint of an issue of the whole screen turns white and the display contents are not able to be viewed was confirmed by an operational check. In addition, it was confirmed that there was no error indicating a device failure recorded in the error log. The device's lcd was replaced to address the issue.